Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the urinary bladder during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a sensor wire was used to pass through the catheter. It was noticed that there was a small piece of plastic inside of the catheter. Upon pushing the wire, the small piece of plastic came out into the bladder; it was retrieved and pulled out. It is unknown how the small piece of plastic was retrieved. The procedure was completed with this device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.